Event description:
It was reported that during a cholecystectomy procedure, the clips were closing irregularly. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with the jaws misaligned and with a clip in the jaws, the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were not properly fed into the jaws, causing ejected clips; the remaining 9 clips were fed as intended, however, due to the misaligned condition of the jaws, scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.